Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely. Left ventricular output was known to be higher but this newly implanted device was now at 1.5 years. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely. Left ventricular output was known to be higher but this newly implanted device was now at 1.5 years. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information. Additional information indicated that the battery of this device was depleting normally. This does not meet reportable criteria.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely. Left ventricular output was known to be higher but this newly implanted device was now at 1.5 years. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was reprogrammed. No adverse patient effects were reported. Additional information indicated that a request was made to have data from this device analyzed. Data analysis confirmed that this device was depleting normally. The power consumption was appropriate given the aggressive left ventricle pace settings. This device remains in service. No adverse patient effects were reported.